Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon examining the transmission, it was found that the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing and inappropriate shock and anti-tachycardia pacing due to incorrect diagnosis of ventricular tachycardia rhythm. It was noted that the patient had true ventricular tachycardia episodes that were classified as supra-ventricular tachycardia and ventricle fibrillation which subsequently triggered the inappropriate therapy response. It was also noted that the patient has a left ventricular assist device and had a recent pulse generator downgrade from a cardiac resynchronization therapy defibrillator to a dual chamber implantable cardioverter defibrillator. Programming changes were recommended. No patient symptoms were reported.